Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the d860 table (s/n: (B)(6) is moving into trend position at random on it's own. There was currently a patient on the table, but the surgeon decided to continue the case with this table. Per additional information received, the patient had an open incision. There were no reported injuries or adverse consequences.

Event description:
It was reported that the d860 table (s/n: (B)(6)) is moving into trend position at random on it's own. There was currently a patient on the table, but the surgeon decided to continue the case with this table. Per additional information received, the patient had an open incision. There were no reported injuries or adverse consequences.

Manufacturer narrative:
On (B)(6) 2023 it was called in stating the d860 table (s/n: (B)(6)) is moving into trend position at random on it's own. There is currently a patient on the table, but the surgeon has decided to continue the case with this table. I recommended moving the patient to a new table and taking this one out of service until the error could be resolved. They have tried swapping out the pendant and cable to no effect. Per additional information received, the patient had an open incision. There were no reported injuries or adverse consequences. A field service technician was sent out on (B)(6) 2023 and found no error code from (B)(6) 2023. The technician was able to operate the table using the original hand pendant with no issues. The hand pendant was shipped back to stryker flower mound for an additional quality inspection. During the quality inspection of the returned product, the only issue seen on the hand pendant was cosmetic defects including scratches and a missing clip. The root cause of the issue was not determined due to a lack of replication of the issue seen by the account. This issue was discovered during a medical procedure, but there was no patient impact or adverse events to the patient. This failure mode has not exceeded any threshold and will continue to be monitored per (B)(4). If further information is obtained a supplemental will be filed.